Manufacturer narrative:
The device (part number cev647b5) was evaluated and indicated that the sheathing was damaged. Very likely resulting from a collision. Cev669e was evaluated and indicated that the handle pins were oxidized. Cev642h was evaluated and indicated that the insert coating was damaged. Probably resulting from the non-use of the protection provided for the reprocessing steps. Complainant/facility: (B)(6). Note: this MDR is being filed as a result of an internal review of complaints from medtronic's (B)(4) facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. (B)(4) was opened to address these issues. (B)(4).

Event description:
Three devices (part number cev647b5) were returned to (B)(4).